Event description:
The patient's wife reported that the patient experienced elevated blood glucose levels. The patient's wife also reported that the load step during the ezprime process was not functioning and was causing a larger than normal prime volume. The pump was returned to animas for evaluation. Evaluation revealed that the force sensor was out of calibration and the force sensor pins were partially dislodged. This report is being made based on the investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. During evaluation the pump dispensed insulin during the load cartridge phase. (B)(6). Correction number - 2531779-03/24/2010-003-r.